Event description:
The lay user/pt's husband contacted lifescan in 2006 and alleged that the pt's one touch ultra meter was giving the error 4 message. The medical affairs specialist was unable to reach the reporter or the pt after several attempts via phone to obtain further info. A letter was also sent to the address provided. It is not known as to how long the pt was getting the error 4 message and was unable to test on the meter. In 2006, 11.00 am, the pt was taken to the hosp because she was experiencing symptoms of nausea and had chest pains. It is documented that the pt took glucose following the attempted use of the meter. At the hosp, her blood glucose result was 1100 mg/dl and she was treated with IV fluids. At the time of troubleshooting, it was verified that this was not a new product. The meter was not exposed to temperature outside of the acceptance range. The pt's technique was reviewed and it was discovered that it was incorrect (use error). The reporter was asked to retest and the issue was resolved. Although there is insufficient info regarding the events leading to the hyperglycemia, this complaint is reported because the meter failed to function (due to use error) at the time of concern. The pt experienced a serious injury (hosp result was 1100 mg/dl). A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter f0r evaluation, but has not yet received it.